Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis shut down while a nurse was pulling a controlled medication, with the screen going completely black while the drawer and cubie remained open; after a hard reset, the system was very slow during login and dispensing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced spontaneous shutdowns. A field service engineer identified the affected drawers, which indicated main drawers 2.1 and 3.1 as potential issues. The drawer controller printed circuit boards (pcbs) were replaced in both drawers. Upon reboot, drawer 2.1 remained off the bus. Replaced retractor band. After corrective actions, tested all drawer functionality. The system functioned as intended after the field service engineer repaired the device.